Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ping meter was giving the patient inaccurate high readings as compared to a lab test. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at an unspecified time on (B)(6) 2012, patient reported blood glucose results of "475mg/dl" with a lifescan meter and "132mg/dl" on a laboratory device, performed between 10 to 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter stated that the patient manages his diabetes with the insulin pump and took his usual dosage of apedra (sliding scale), as directed by the doctor, in response to the reported issue. At an unspecified time after the alleged issue occurred, the reporter claimed that the patient developed symptoms of "thirst, frequent urination, and of a fruity smell of the mouth" and by 2:00pm on the same day, was admitted to the emergency room and was administered with IV fluids. The cca was also informed by the reporter that the patient was tested on the ER/hospital meter (unknown device) and obtained a reading of "475mg/dl". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms, the treatment received from the hcp, and the result obtained from the hcp device were all consistent with the reported lfs meter result. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.